Event description:
The customer reported that the pt developed an infection post diagnostic catheterization. Vasoseal deployed successful. Pt transported for stent procedure. Left groin accessed manual pull done immediately due to groin site bleeding. Next day pt developed fever, chills and celluloids at site. Sent home a few days later. Readmitted because draining was noted from original site on office visit. Staph infection noted. Pt rec'd intravenous antibiotics. No further complications were noted.